Event description:
Surgeon contacted sound surgical to discuss a case wherein a patient reported pain and swelling in one medial thigh area. Five of six areas treated had expected results and healed normally. Based on a discussion between sound surgical and the surgeon, sound surgical believes the vaser performed normally, without failure or malfunction. The basis of this injury appears to be under-infusion or no infusion of the medial thigh area.

Manufacturer narrative:
Based on the information known to sound surgical at this time, which consists of a first-hand account by the surgeon, no failure or malfunction of the vaser system was alleged by the user. The root cause reasonably suggests the area where the injury occurred was either under-infused or not infused.